Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and an alarm was received. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support, customer did not reply.